Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that an alert was triggered for this implantable cardioverter defibrillator (ICD) system indicating that right ventricular (rv) lead shock lead impedance was out of range following a recent generator replacement. It was noted that shock impedance measured approximately 60 ohms at the time of device replacement and subsequently increased to approximately 90 ohms at the time of recent remote monitoring transmission, with an out-of-range alert recorded for a measurement of approximately 200 ohms. Technical services (ts) reviewed the available data and indicated that, following a recent changeout, the observed behavior may be associated with a potential connection issue or electromagnetic interference (emi). In-clinic evaluation of the lead was recommended for further assessment. This ICD remains in service. No adverse patient effects were reported.